Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported  that the cardiopulmonary bypass was turned on for 10 minutes and the customer observed blood oozing on the upper and lower sides of the oxygenator and blood dripping at the position just below. The customer stated that there were no cracks. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information stating that there was no damage to the device, the packaging or other contents within the package. A transfusion was not required because of the blood loss. The customer stated that there were no feedback statistics on the amount of blood lost because of the leak. The cardiotomy venous reservoir did not leak, only the oxygenator leaked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is confirmed for the fusion oxygenator's leak from the bottom of the device. The device did not return for analysis; however, the issue was verified via the customer-provided photo, which appears to show a fiber leak. Fiber bundle leaks occasionally occur in oxygenators made with microporous membrane due to the variability in the fiber. Although these leaks do occur, the fusion oxygenator is 100% leak tested during production, and devices that exhibit leaks are discarded prior to distribution. It is possible pressure from adjacent fiber wraps lead to the acceptable results during leak testing, but the fiber relaxed during further processing, resulting in the leak. Review of this unit¿s device history record found no abnormalities or non-conforming material report (ncmrs) initiated during manufacturing that would cause or contribute to the reported event. This device passed all leak testing and inspections during manufacturing. There were no patient/clinical safety issues reported. Trends for issues with this device are monitored. Correction patient codes (imf/annex e): this code has been updated to e0506. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.